Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use. Per the information collected, the wi-fi indicator on the footswitch was red whilst the battery indicator was flashing green, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after repairing the wireless footswitch with the base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0649-2022).

Event description:
It has been reported to philips that there was connection problem with the wireless footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.